Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 147 mg/dl. The customer stated that there were no significant events that could have led to the issue. Advised the customer to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. The customer states the insulin did exit. Customer was advised to rewind pump, reinsert reservoir into pump and run manual prime to at least 5.0 units. The insulin pump started working as designed. The customer will send the used reservoirs back for analysis. No further assistance needed.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.